Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a built-in precision meter and it is unknown whether the customer noted a trend arrow on the device. The customer reported being drowsy and unresponsive and was unable to self-treat. A healthcare professional (HCP) administered "4 units plus 3 units 30 minutes after slow evening insulin went from 24 units instead of 28 units for treatment" for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.A sensor result of 140 mg/dL was compared to a built-in precision meter reading of 380 mg/dL and the results, when plotted on a Parkes Error Grid, fall into the "C" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.